Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): a review of the device history records was completed: orchid unique manufactured the cannulated connecting screw, part 03.010.146, and lot u174966. Initially, the part conformed to the supplier¿s certificate of conformance and synthes final inspection sheet. A non-conformance report was issued for go gauge failure: 6/20 pieces failed; the sample was re-inspected with alternate gauge, 20/20 pieces passed; parts were found conforming and the non-conformance report was closed. A product development evaluation was completed: the connecting screw was received in good shape with minor wear marks. No visible damage to mating surfaces. All mating parts fit together as designed. The manufacture date is june 14, 2013. The product drawing was reviewed during this evaluation. No drawing discrepancies were identified. This instrument does not have any damage related to or effect on the complaint condition. It is a concomitant device. The complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was drilling a screw into a nail and missed the nail and drilled through the aiming arm instead. The surgeon was able to complete the surgery with a twenty minute delay and no harm to patient. This is report 5 of 6 for (B)(4).